Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure with a patient presented with femur shaft fracture on (B)(6) 2013, reportedly the end cap could not be implanted. The surgeon could not insert the end cap. He checked the driver direction and inward-rotating with the assistant doctor changing over for 10 minutes. At this time the surgeon decided not to use the end cap and he closed the incision. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. PMA/ 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation of the complained end-cap shows that the complete device is badly damaged. The thread is completely destroyed. Also the recess for the screwdriver is damaged. The cause is unknown. Review of the complaint history shows that this is the first such reported event. Placeholder.